Event description:
It was reported that the patient presented to the hospital after receiving hv therapy. Upon interrogation, an alert for low, out of range high voltage lead impedance was observed. The shocking vector was reprogrammed. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.